Manufacturer narrative:
UDI no. - not required for the reported product code. (B)(4). The actual device was returned to the manufacturing facility for evaluation. The tr band was inflated and the large balloon was initially fully inflated (there was 15 ml injected into the device). However, within 12 hours, the large balloon was deflated (3 ml of air in device). Therefore, the returned device did not pass the leak test specification and the complaint is confirmed. An evaluation of a retention sample from the reported lot and surrounding lots was conducted. There were no visual anomalies noted during visual inspection and all samples met the leak test specification. A review of the device history records of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they had a tr band device that leaked air. The following information was provided by the user facility: the tr band was applied to the patient and was removed from the procedure table; while in the holding area the nurse was preparing to titrate air from the band and noticed that all the air had escaped uncontrolled; the nurse removed the tr band and held pressure; the patient was reported to be stable; the procedure outcome was reported successful; and there was no impact to the patient.